Event description:
The MFR has changed/improved the criteria for making MDR decision. Upon a retrospective review, the following event is now believed to be reportable: a customer commenting on an inferior turbinate blade stated that a pt experienced "[post-operative] bleeding after a turbinoplasty." The pt had to be taken back to the hospital for bleeding out of the nose, down the throat and out of the eye (the pt had a history of being able to blow air from their nose through their left tear duct). The device was not returned for evaluation. No further info was received to indicate that the bleeding was not caused by the device or the specific procedure performed.

Manufacturer narrative:
An event date was not identified. The device was not returned for evaluation. The straightshot microdebrider system is designed to accommodate a number of otorhinolaryngology procedures, including functional endoscopic sinus surgery (fess), adenoidectomy, removal of laryngeal and vocal cord lesions, rhinoplasty, dermabrasion, and submental lipectomy. A variety of disposable blades and burs are available for this purpose. These disposable are for use with all straightshot and all magnum microdebrider handpieces. Sinus indications include septoplasty, removal of septal spurs, polypectomy, antrostomy, ethmoidectomy/sphenoethmoidectomy, frontal sinus trephination and irrigation, frontal sinus drill out, endoscopic dcr, transsphenoidal procedures, maxillary sinus polypectomy, circumferential maxillary antrostomy, choanal atresia, sphenoidectomy, and medial, lateral, and posterior frontal sinusotomy.